Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had been alarming with a downstream occlusion. The patient had denied any kinks in the tubing or closed clamps and fingertip pressure applied to the port site had not resolved the alarm. The tubing had been clamped, but the cassette could not be removed as it was locked in place. The battery cover had been opened and closed. The bottom and sides of the cassette had been tapped on a hard surface to disperse any air bubbles. The pump had been turned on again, but the alarm had persisted. The pump was then turned off, and the tubing remained clamped. The patient had been advised regarding the 4-hour blincyto rule and instructed to call the clinic immediately for further guidance. Additionally, the patient had been advised to proceed to the nearest medical facility if unable to reach the clinic within the next hour. The reservoir volume had been 70 ml. The event occurred while in use with a patient and no harm/adverse event reported.

Manufacturer narrative:
H3: neither product nor pictures were received for analysis. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.